Event description:
The customer stated that the insulin pump alarmed, then had a blank display after inserting a new battery. The reported blood glucose reading was 210 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display to a faulty component. Unable to test for any alarms due to the blank display.